Event description:
A literature report stated that between the years of 2004 and 2009, a surgeon had 16 pts experience retinal breaks with a 23 gauge transconjunctival sutureless vitrectomy while performing a retinal procedure. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The literature article was reviewed and no abnormalities were found. Because a sample was not returned and no lot number was provided, the root cause for the retinal breaks cannot be determined. (B)(4).